Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an elective device upgrade. Upon interrogation, it was noted that the right ventricular lead exhibited high impedance, high capture threshold, and loss of capture. The lead was capped and replaced on (B)(6) 2020. The patient was in stable condition.